Event description:
It was reported by service report that the bed had a broken footboard. There was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Result: footboard.